Event description:
New information received states that patient had ineffective stimulation since implant procedure. No further information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that device system was explanted. There were no compilations during the procedure. Patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report 1627487-2019-10736. Related manufacturer report 1627487-2019-10737. It was reported that a surgical intervention is anticipated in the near future for an unknown reason. No further information is available at this time.